Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Failure analysis lab received a vela front panel and conducted a visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The display cable was broken and the inverter cable was missing. The cables were substituted with known working cables. The label for the touch screen was missing. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customers issue could not be duplicated. The unit failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen with missing label. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. When the ventilator was turned on, there was no activity on the touch screen and it was not responding. The engineer replaced the touch screen, turned on the ventilator and it worked normally. A front panel was ordered for this unit. A replacement front panel was sent to the customer.